Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had migrated, so a revision was performed. A few months later, it migrated again with the patient complaining of pain. At this tim, the s-ICD system was removed and a transvenous system was used instead. No additional adverse patient effects were reported.